Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2013-19287. It was reported the patient's system was explanted due to muscle spasms and ineffective pain relief. Further information is unavailable.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.